Event description:
It is reported that a customer has a blank screen displaying on their insulin pump. The patient's blood glucose level was not recorded. The customer was informed to remove the battery for ten minutes and clean the device with alcohol wipe. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.